Manufacturer narrative:
(B)(4).

Event description:
The pt was not having much therapeutic effect and was possibly in withdrawal. The pt was in the ICU. The healthcare provider wanted to put the pt on a drug holiday. Additional info has been requested. A follow-up report will be sent if additional info becomes available.